Manufacturer narrative:
Catalogue #: was reported as either 7n8399 or 7n8377. Brand name for 7n8399 is one-link neutral luer activated device and 7n8377 is extension sets with one-link needle-free lv connector. The 510k number for both potential product codes is k132734. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps spontaneously fell off the ports and connectors of a one-link device. The reporter stated that a nurse had started the IV and the cap popped off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.